Event description:
Additional information received from the patient reported that the device failure was clarified to be the patient noticing that she was urinating more frequently. There was also leakage of urine after urinating. It first started several months before the surgery. The doctor tried to change programs and realized the implant was not working.

Manufacturer narrative:
(B)(4).

Event description:
The patient had new device implanted because old device "failed".the indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.